Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. Considering the surgicalmethodology, it was seen that the dentist has used sequence of drillsdifferent than the one recommended for the implant installation. Theinvestigation of the complaint was carried out considering the analysisof the information given by the dentist in the guarantee form and visualconference of the product returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 20n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and immediate load procedure was done.